Event description:
It was reported that during an atrial fibrillation (afib) procedure, the physician was ablating at 40 watts on the anterior wall of the left atrium. The physician thought it could have been a steam pop or from torque on the catheter but he felt a small pop as he was ablating. Then he proceeded to the posterior wall of the left atrium to start another linear ablation. They were drawing an act and the patient¿s blood pressure was in the low 50¿s. When the doctor took the ultrasound catheter and in the right ventricle (rv) a large effusion was noted. A pericardial tap kit was dropped and a drain was placed in the pericardial space. 1100 cc of blood was pulled from the pericardial space and a cell saver returned about 1050ml back to the patient. The patient was intubated from the start of the case and remained that way until later that evening in the ICU. The patient stabilized and left the lab in stable condition. The physician¿s opinion regarding the causality of the adverse event is possible procedure and device related.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis yet. If the complaint device is received in the future, a supplemental report or device evaluation will be submitted. The concomitant products: carto 3 system: serial # (B)(4). Stockert generator: serial # (B)(4). Cool flow pump: serial # (B)(4). Soundstar catheter: catalog# sndstr10g, lot# OEM. Decapolar catheter: catalog# bd710fj282ct, lot# 16055485m. Lasso catheter: catalog# d134301, lot# 16090080l. Quadrapolar catheter: catalog# d6dr005ct, lot# 16058661m. (B)(4).